Manufacturer narrative:
The returned valve was patent, and met the requirements for pre-implantation testing. However, it did not meet the requirements for leak, siphon, reflux, and pressure flow testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The ventricular and peritoneal catheters met the requirements for patency and leak testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the surgery, when the physician performed the patency test, he found that the valve was leaking. According to the report, the physician used a new device to complete the surgery. The report stated that there was no impact to the patient.